Event description:
A "sensor error" message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced dizziness and being pale. The customer self-treated with serum glucose. The customer had contact with a healthcare professional (hcp) provided sugar water, bread, gum, and honey. A healthcare meter result of 214 was obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer is unwilling to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.